Event description:
While treating a pt the device successfully delivered energy to the pt and then inappropriately powered off and failed to power back on. The user switched the battery in the device and the device failed to power on. The user "banged" the top of the device and the device powered back on and was further used to treat the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the device was removed from service and biomedical testing was unable to duplicate the malfunction.